Event description:
During a percutaneous coronary intervention (pci) procedure, marker bands were reported as malpositioned on the catheter. While inflating the balloon emerge, the physician noticed that the markers inside the balloon were positioned "too much inside the balloon". No patient complications were reported and the patient's status is stable.

Event description:
It was further reported that the lesion being treated was located in the left anterior descending artery (lad). The markers look like as if they are not at the shoulders, but further inside the balloon (more towards the middle). They did not move, they just seem at the wrong place.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).